Event description:
It was reported that the pt had stopped being able to hear with the device. There is no report of a trauma or accident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.